Manufacturer narrative:
Concomitant medical products: product ID: 9733686, serial/lot #: software version: (B)(4). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when a manufacturer representative went to open the spine software for the first time following computer replacement, the initial install failed on the first run. The representative rebooted the system and tried again. It failed again and stated the following error: "error checking database - database instrument_management does not exist". During troubleshooting, the representative uninstalled the spine application and attempted to reinstall but reinstalled failed from administrator. There was no patient present when this issue was identified. It was noted that the spine software was initially installed on the computer before product services shipped out the computer. The replacement computer that was initially sent would not load the spine software so a second computer had to be sent. The 2nd computer loaded all software successfully. The first replacement computer was returned. There were no patient archives or logs on the at computer to be sent in. The initial computer that died was also returned. They were not able to get into any software in order to get any logs or archives off of it.